Event description:
After injecting the filter into the sheath, the physician noted unusual resistance to advancing the filter. Prior to the filter reaching the pt's body, the physician noted under fluoro that a leg of the filter had detached. An examination of the introducer sheath showed that it was perforated under the hub reinforcement and that a leg of the filter had detached after the hook engaged the sheath wall.